Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other: narrowing of aorta. The following products were used in the surgery: product ID: 1556300500 , lot#0571457w , oty:1 product ID: 55790015535, lot# h5492600, 510k# , oty:3 product ID:55790015540, lot#h5524363 , oty:5 product ID:55790016535, lot# h5531043 , oty:3 product ID:55790016540, lot#h5494389 , oty:3 product ID:5530030, lot# h5534775 ,510k#, UDI# oty:2 product ID:1556300500, lot#0421475w , oty:2 product ID:5530030, lot#h5498018 , oty:2 product ID:5530230, lot#0716269w , oty:16 product ID: g905h163, lot#0267859w , oty:1 although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. G5: this part is not approved for use in the united states; however a like device catalog # 55840005535, 510k #k113174, UDI# (B)(4)  was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent vertebral column resection at t11 and posterior spinal fusion at t6-l3 due to kyphosis. Intra-operatively, the surgeon was performing correction to treat the kyphosis at t11 using the vcr shortening, the response of the pulse oximeter attached to the toes disappeared. Contrast-enhanced CT was taken after wound closure because the thoracic aorta was suspected to be narrowed due to shortening. As an artery stenosis was observed at the osteotomy site, re-operation was performed on the same day to adjust the correction. Correction was performed until the saturation returned to normal, and the operation was completed. The patient did not achieve solid fusion as the period required for bone union has not passed. There was no malfunction with products. The products came in contact with the patient. There was a delay of more than 60 mins in procedure time as a result of alleged event. The alleged event was not related to use of products.